Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The latch lock was damaged, resulting in an inability for the pump to operate as it would alarm, "cassette not attached." This event is a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue.

Event description:
It was reported that the device latch lock was not locking to the set. There was no patient involvement. Device evaluation revealed a detached downstream occlusion (dso) seal.